Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There were also several stored untreated episodes. X-rays were taken and troubleshooting showed that the noise was reproducible in primary and alternate sensing vectors with device manipulation. Secondary sensing vector did not have any noise. The s-ICD was reprogrammed to secondary sensing vector and the s-electrocardiograms and x-ray images were sent to boston scientific technical services (ts) for review. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that ts reviewed the data and x-ray images. Upon review the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode as well as potential electrode impairment. Ts discussed that since the noise was reproducible this would also support possible electrode integrity issues. Ts noted the x-ray shows full proper insertion. Ts discussed that due to the pattern of noise, a revision should be considered for complete system replacement. At this time the s-ICD and electrode remain in service and no adverse patient effects were observed. Additional information was received that the physician noted the patient will undergo a revision in the future. However, the patient has another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system that is programmed to pace and sense in the atrium only. The physician requested other manufacturer evaluate the condition of the transvenous ICD. This will help determine if the patient should receive another s-ICD or both systems replaced with another transvenous ICD. Additional information was received that the s-ICD and electrode were explanted and successfully replaced with another s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. An x-ray was performed and noted no issues. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There were also several stored untreated episodes. X-rays were taken and troubleshooting showed that the noise was reproducible in primary and alternate sensing vectors with device manipulation. Secondary sensing vector did not have any noise. The s-ICD was reprogrammed to secondary sensing vector and the s-electrocardiograms and x-ray images were sent to boston scientific technical services (ts) for review. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that ts reviewed the data and x-ray images. Upon review the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode as well as potential electrode impairment. Ts discussed that since the noise was reproducible this would also support possible electrode integrity issues. Ts noted the x-ray shows full proper insertion. Ts discussed that due to the pattern of noise, a revision should be considered for complete system replacement. At this time the s-ICD and electrode remain in service and no adverse patient effects were observed. Additional information was received that the physician noted the patient will undergo a revision in the future. However, the patient has another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system that is programmed to pace and sense in the atrium only. The physician requested other manufacturer evaluate the condition of the transvenous ICD. This will help determine if the patient should receive another s-ICD or both systems replaced with another transvenous ICD. Additional information was received that the s-ICD and electrode were explanted and successfully replaced with another s-ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There were also several stored untreated episodes. X-rays were taken and troubleshooting showed that the noise was reproducible in primary and alternate sensing vectors with device manipulation. Secondary sensing vector did not have any noise. The s-ICD was reprogrammed to secondary sensing vector and the s-electrocardiograms and x-ray images were sent to boston scientific technical services (ts) for review. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There were also several stored untreated episodes. X-rays were taken and troubleshooting showed that the noise was reproducible in primary and alternate sensing vectors with device manipulation. Secondary sensing vector did not have any noise. The s-ICD was reprogrammed to secondary sensing vector and the s-electrocardiograms and x-ray images were sent to boston scientific technical services (ts) for review. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that ts reviewed the data and x-ray images. Upon review the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode as well as potential electrode impairment. Ts discussed that since the noise was reproducible this would also support possible electrode integrity issues. Ts noted the x-ray shows full proper insertion. Ts discussed that due to the pattern of noise, a revision should be considered for complete system replacement. At this time the s-ICD and electrode remain in service and no adverse patient effects were observed. Additional information was received that the physician noted the patient will undergo a revision in the future. However, the patient has another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system that is programmed to pace and sense in the atrium only. The physician requested other manufacturer evaluate the condition of the transvenous ICD. This will help determine if the patient should receive another s-ICD or both systems replaced with another transvenous ICD.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct information that was inadvertently left off of the initial report in section b5 describe event or problem.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. There were also several stored untreated episodes. X-rays were taken and troubleshooting showed that the noise was reproducible in primary and alternate sensing vectors with device manipulation. Secondary sensing vector did not have any noise. The s-ICD was reprogrammed to secondary sensing vector and the s-electrocardiograms and x-ray images were sent to boston scientific technical services (ts) for review. Additional information was received that ts reviewed the data and x-ray images. Upon review the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode as well as potential electrode impairment. Ts discussed that since the noise was reproducible this would also support possible electrode integrity issues. Ts noted the x-ray shows full proper insertion. Ts discussed that due to the pattern of noise, a revision should be considered for complete system replacement. At this time the s-ICD and electrode remain in service and no adverse patient effects were observed.